Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.